Event description:
The customer reported that on (B)(6) 2012 an erroneous elevated cardiac troponin (accutni) result were generated from an unicel dxc 600i synchron access clinical system for one patient. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat testing on the same and another instrument, the repeat accutni results were lower, within the normal reference range of the assay, and considered valid. The customer provided additional patient assay results for this patient, however these results were not questioned by the customer as part of this event. The initial, elevated accutni result was reported outside of the laboratory and the patient was transferred, and assumingly admitted to another hospital based upon the suspect accutni result. The patient was redrawn and tested using an alternate methodology which generated a negative result. It is unknown as to what kind of treatment was administered to the patient based on the initial, erroneous result. The sample was collected in a lithium heparin plasma tube, centrifuged prior to testing and tested within fifteen minutes of collection. Assay quality control values recovered within the customer's established specifications during the timeframe of the event. Beckman coulter inc. Assessment of instrument assay performance data indicated that a system check performed prior to the event generated results which met instrument specifications. No event log messages were generated in connection with this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) verified multiple areas of the instrument, and adjusted the mixer speed and transducer ultrasonics voltage. Upon completion of the necessary adjustments the instrument was returned back into operation. A cause for this event could not be determined with the information supplied.